Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information does not change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery approximately 2 years post implantation due to pain and discomfort. Subsequently, the patient is experiencing ongoing problems with the patella. Attempts have been made and no further information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event was not accurately provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date unknown; unknown femoral component; unknown bearing; unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.